Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath hub cap had been fractured and detached from the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured hub cap remains unknown.

Event description:
During an atrial fibrillation procedure, when attempting to insert the sheath into the patient, the hemostasis valve cap detached. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.